Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a navio ukr surgery, upon mapping the tibia, the navio bbt footpedal would not stop activating. This meant that when they had finished mapping the tibia, they could not deactivate the foot pedal and therefore the mapping continued even when the point probe was away from the bone. They disconnected the pedal and cleared the points, but this did not solve the problem. The solution was to disconnect the pedal and to use the screen only to activate. A non-significant delay occurred as a consequence of this issue. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the navio surgical system UK, rob00049, (B)(6), used for treatment was not made available to the designated complaint unit for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may be associated with a software issue or incomplete connection in foot pedal wiring. While all products meet required manufacturing specifications prior to release, a software version is required to complete a manufacturing review. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation. Internal complaint reference number: (B)(4).

Manufacturer narrative:
The navio surgical system UK, rob00049, (B)(6), used for treatment was not made available to the designated complaint unit for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may be associated with a software issue or incomplete connection in foot pedal wiring. While all products meet required manufacturing specifications prior to release, a software version is required to complete a manufacturing review. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.